Manufacturer narrative:
The optima coil was received for evaluation. Analysis revealed the delivery pusher inside the introducer sheath, the implant coil not attached to the pusher and in a vial. The detachment zone on the delivery pusher appears normal and clean. A portion of the stretch resistance thread is protruding out of the implant coil proximal end. The length of the thread is 2.5cm. The fractured end of the stretch resistance thread of the implant coil was elongated. At the distal side of the delivery pusher the stretch resistance thread was fractured at 3cm from the distal tip. Based on the available information and the investigation results the reported complaint was confirmed. The root cause of this complaint cannot be determined; however, from the condition of the implant it is possible that the device was exposed to a force greater than the tensile strength of the stretch resistance thread resulting in a fracture of the thread. Th fracture of the thread subsequently leads to the separation of the implant coil from the pusher. Review of the lot history records for the reported lot did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against the reported lot have been made for the same issue.

Event description:
It was reported that during treatment of carotid termination of recanalized aneurysm- straight forward. Remodeling technique with single lumen balloon - stent deployment was used. After the first optima coil was correctly deployed and detached, the second optima coil was then navigated in the same microcatheter. During this navigation, a spontaneous detachment of the coil occurred inside the microcatheter, there was no friction being felt by the physician. The coil was retrieved by aspiration inside the microcatheter. It appears as though the optima coil detached at the detachment point but a filament was connected to it.